Event description:
It was reported that there was battery depletion. The action required as a result was explant. There was an end of service (eos) error code seen. It was noted that the patient had described a sudden electrical impact. It was further noted that after this event the stimulator did not work anymore. The healthcare professional (hcp) used the clinician programmer to read out the stimulator and the stimulator had an eos code. Patient was alive with no injury. Patient symptoms were unknown. The stimulator would be changed out. Explant was performed on (B)(6) 2013. The hcp suspected that a security system in our stimulator stopped the stimulator. Additional information received reported that the patient was nearly pain free again with the new stimulator.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was at home. The patient did not know if there were strong magnetic fields in their area but suggested that there were not any. It was reported that the shock was from the stimulator, only happened 1 time, and was short. The patient did not like the shock but was not harmed by it.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) sn# (B)(4) found no significant anomaly found. The ins was found to have normal end of life, telemetry and output were found okay. The ins was received with the eos indicator set. The ins passed functional testing. A longevity estimate was done based on the group ¿a¿ programmed parameters that the ins had when it was received for analysis. The group ¿b¿ programmed settings were very similar. The estimate indicated 0.23 months to eri and 3.23 months to eos. Based on the trace report taken from the ins, it reached eri in 1.5 months and eos in 2.6 months.

Manufacturer narrative:
(B)(4).